Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon baseplate was reported. The event was confirmed by medical review which also identified malposition of the tibial component. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms medial/tibial plateau fracture and the tibial component appears to be malpositioned, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components.product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised. While doing leg presses in physical therapy, patient experienced a sharp pain in the knee. X-rays showed that the patient sustained a medial tibial plateau fracture. The baseplate and insert were revised to another baseplate and ts insert. Rep reported he can provide some additional images (usage, x-ray).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. While doing leg presses in physical therapy, patient experienced a sharp pain in the knee. X-rays showed that the patient sustained a medial tibial plateau fracture. The baseplate and insert were revised to another baseplate and ts insert. Rep reported he can provide some additional images (usage, x-ray).